Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked at the connection. The following information was provided by the initial reporter: no serious injury caused leakage at the separator membrane connector used for intravenous infusion management, it is a connecting device for the closed infusion system. "1. Specific operational use: the nurse in charge of the emergency intensive care ward was connecting a patient's septum to an infusion set when she noticed a leak at the connection. 2. Adverse event situation: leak at the septum connector. 3. Impact on the victim: detected in time and did not harm the patient. 4. Therapeutic measures taken and outcome: new septum was replaced immediately, the problematic septum was saved, and the adverse event was reported." The separator membrane needleless closed infusion connector leaked because the interface was not tight.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3306809. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.